Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt reported that her meter was giving inaccurate erratic results. She also reported that some of her test strips are "dull and discolored". She did not have her test strips at the time of the call, but had mentioned that there were colored marks on the tape of the test strip. Therefore, this case is reported as a strip malfunction. She did not receive any medical attention or treatment. She had also performed a precision test with results of 324 mg/dl and 234 mg/dl, within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.